Manufacturer narrative:
All information indicates that this device remains in service. As of today, no additional information is available. Should additional information become available, this report will be updated.

Event description:
Boston scientific crm received information from an heath care provider (hcp) that this cardiac resynchronization therapy-defibrillator (crt-d) displayed high, out of range (oor) pacing impedances on all three leads. High, oor shock impedances were also recorded. The hcp stated that the device displayed the oor measurements for the previous fifty two weeks. All of the oor recordings were measured after the patient had a left ventricular assist device (lvad). All other measured numbers were good and within range. The hcp also reported that the device had been programmed to monitor only for an unknown reason. The patient had not been seen by a physician in over a year. Technical services discussed that it was possible that the lvad could be contributing to the high, oor impedances seen. No adverse patient effects were reported. An attempt to obtain additional information was made. The local field representatives were unable to provide any further information.